Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user have loaded medications into several of pyxis medstations, however, they were unable to see that the medication was available for them to pull under the patient's medication profile. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not show on patient profile. The technical support specialist (tss) reached out to the customer to get userid which was affected to validate both the role permissions and formulary setup as per already specified setup. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user have loaded medications into several of pyxis medstations, however, they were unable to see that the medication was available for them to pull under the patient's medication profile. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.